Manufacturer narrative:
Device passed self test and displacement test. Device was monitored and no missing segments, partial display or white display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer reported display was solid white. Customer stated that the screen on insulin pump randomly goes white and he cannot read it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.